Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a vitrectomy procedure the footpedal was inactive. The footpedal was switched and the problem persisted. They were able to complete the case by rebooting the system. There was no harm to the pt.